Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency room experiencing shortness of breath. Device interrogation revealed that the right atrial (ra) lead was exhibiting intermittent atrial undersensing and far field r-waves (ffrw) were observed on atrial high rate episodes. Communication with the clinic associated the shortness of breath to the patient's worsening chronic obstructive pulmonary disease. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.